Event description:
Following heart catheterization, starclose device being used to close femoral incision. Device would not allow trigger to be pulled and deploy. Starclose was removed and manual pressure held to incision.